Manufacturer narrative:
Follow-up #1: date of submission 06/28/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings: on investigation, the alleged cloudy display issue was not verified. The display was not cloudy. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the display was dim with a pinkish contrast and a compartment crack was found below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).